Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter did not charge the pump. The customer plugged pump into a computer port and the pump charged to 100%, blood glucose was 161 mg/dl.